Event description:
The patient reported intermittent tingling from their left hand to left shoulder for the last week. The patient also reported a loss of efficacy occurs. The patient noted a blinking light on their programmer. Follow up with the hcp indicated the tingling was most noted in the evening. The hcp felt it may be related to increased baseline parkinson's symptoms and the blinking light was indicating the batteries in the programmer need replacement. The patient was seen about three weeks later for reprogramming of the dbs device. The amplitude was increased which resulted in improved tremor control to the right hand. The impedances were checked and were normal. The patient's parkinson's medications were also adjusted by the neurologist.